Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an incident of blood exposure during a blood draw from the PICC line of a one-link non-dehp microbore catheter extension set. After retrieving the blood sample, the nurse went to flush the line and the saline flush was not securely screwed into the top of the valve, causing blood to splash out. There was patient injury or medical intervention associated with this event. No additional information is available.